Event description:
Customer called to report a pod that he placed this morning at approximately 4 am. When customer woke up to eat breakfast his blood glucose (bg) was 200 mg/dl. He gave the suggested bolus insulin dose and went on as normal. A few hours later the bg had risen to 413 mg/dl and suggested a 12u bolus. Shortly after the bolus was delivered the pod alarmed with an occlusion. The customer activated a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The customer noted the occlusion alarm and remedied the situation by removing and replacing the device per user instructions. The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.